Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and reportedly the customer was using humalog u200. Tandem technical support informed the customer that using humalog u200 is off label per the tandem user guide. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.